Event description:
It was reported that after 20 years of implant, this inflatable penile prosthesis was removed due to mechanical issues. Upon explant, a calcified shell was found in the scrotum around the device. A new inflatable penile prosthesis was implanted. No further patient complications were reported.